Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: thread broke at the distal end of the extraction screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing. Placeholder.